Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a crack. The customer was hospitalized on (B)(6) 2015 with a low blood glucose level of 40 mg/dl. The customer was sick and could not hold down any food. Her low blood glucose level was caused by a heat stroke. The device was not returned.